Event description:
It was reported that the ilet user experienced hypoglycemia with a reported blood glucose value of 56 mg/dl after correcting a prior hyperglycemia related to a leaking cartridge and then administering 20 units of external insulin without disconnecting from the pump. The event was managed with oral glucose and included troubleshooting and education about disconnecting when injecting manual insulin. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included no lasting health consequences. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device malfunction, identified a usage problem, and characterized the issue as an improper or incorrect procedure with no applicable device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.

Manufacturer narrative:
Initial.